Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation, cloudy gel, wear abrasion and crease folds. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: the wrinkling condition that was indicated in the complaint can be related with the deformation and fold creases observed, nevertheless is not considered a workmanship, since the device was explanted. Reason for reoperation is capsular contracture baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side pain, lobed contours, ¿thickening of the external capsule,¿ and capsular contracture, baker grade iii.